Event description:
Reporter alleged blood glucose measured 300 mg/dl at 1:34 pm, 252 mg/dl at 2:59 pm, and 292 mg/dl at 4:00 pm. However, customer did not self treat as a result but went to the hospital at 6 pm. It was stated the customers' meter read 182 mg/dl while the hospital result was 101 mg/dl when performed at the same time. No treatment was received or actions taken as a result . A request was made for the return of the suspect device and replacement product was sent.